Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and no issues were noted. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The device was found in specification in relation to the reported "turned off mid infusion" which was not reproduced. An "improper shutdown" was verified through a review of the event history log. No component causality was determined. The device was found to operate as designed. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump "turned off mid infusion" during therapy (medication, programmed amount and delivery rate unknown). The customer also stated that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.